Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Osvii catheter 13cm without the anti chamber, reportedly had a valve mechanism fail and the drainage stopped. The valve was replaced. The product was in contact with the patient, but there was no patient injury. The event led to an increase the surgery time (time to replace the shunt), but the amount of time was not specified.